Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used during a procedure to treat calcifying pancreatitis performed on (B)(6) 2026. During procedure, the material cracked along its length during inflation on two occasions. This resulted in a temporary interruption of the procedure while a second balloon was obtained. Upon use of the second balloon, the material likewise cracked during inflation. As a result, the dilation could not be performed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a04 captures the reportable event of balloon damage. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.